Event description:
The flexible liner ruptured causing the blue lid to come off and contents to spill out onto the technician.

Manufacturer narrative:
One sample was received for review; however, the lot number associated with the returned sample was labeled j402-352 and not j408-356 as reported in the product quality report received from the customer. A visual examination of the returned sample was completed by quality and engineering management. No visual non-conformity was found around the seal between the lid and the flexible liner. A functional test was then completed to determine any leakage. The returned sample was inflated and placed underwater for a minimum of 10 seconds without any leaks being detected. A review of the manufacturing device history record for the above referenced lot number (j408-356) and j402-352 (returned sample) was conducted. This investigation determined that all products were manufactured, inspected, and released in accordance to our established specifications for quality and efficacy. Without the actual event sample involved in the customer incident and duplication of the non-conformance, no specific assignable cause can be determined. Our customer was contacted regarding the sample, but they did not respond back. Without a specific assignable cause, no specific corrective action can be completed; however, we will continue to monitor concerns such as these for possible future actions. Key production and quality personnel have been made aware of this reported incident through the investigation process and review of the returned sample.